Event description:
It was reported that the insulin pump alarmed history check failed on startup. Customer stated that he was taken off the insulin pump while in the hospital because he was having a procedure done. Customer stated that he was told to treat manually, as a result. Customer's blood glucose reading was 476 mg/dl. Customer's history file shows that the insulin pump alarmed battery out limit during normal use. Customer declined to troubleshoot for the battery out limit alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.